Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the insulation had been compromised. The device failed integrity test of bent.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was not confirmed. The 5mm, 33cm peek monopolar handle 33cm was visually inspected and no bents where see, however scratches through out the shaft where noticed. It was also noticed that there is a gap between the insulation and the tip of the shaft. The instrument passed the insul scan test, however the IFU manual states " before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes could be normal wear, user misuse and improper sterilization methods. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised. The device failed integrity test of bent.